Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -8.50 event problem and evaluation codes: (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed there was one similar complaint within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 -8.50 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. A refractive error -1.00 was noted on (B)(6) 2015. The lens was explanted and exchanged with another icl, same model, length and -9.00 diopter on (B)(6) 2015. This resolved the problem. Last office visit on (B)(6) 2015, bcva was 20/20.

Manufacturer narrative:
Additional information: device evaluation: a functional inspection was performed; additional investigation found the device was in specification at time of release. Corrected data: (B)(4). Previous code not applicable; lens was exchanged and should be in patient code, not device code. (B)(4).

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found that lens measurements were within specifications. Corrected date: previously, product problem was checked in error. This is an adverse event. (B)(4).